Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic and the pulse generator exhibited no rf telemetry since implant. After a firmware download, the rf telemetry was available and functioning. The patient was asymptomatic and would continue to be monitored.